Event description:
Bardport implantable port with groshong catheter product number (B)(4) - device broke apart and a large piece (approx 4 inches) was lodged in my son's heart. He needed emergency surgery to have it removed.